Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5151364.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's low voltage lead had an unspecified product performance issue. The patient was asymptomatic. The lead was explanted. Further information was not provided.